Manufacturer narrative:
This report is being submitted as a medical device report based on a retrospective review of complaints. The shaver blade was returned to olympus for evaluation. The shaver blade was tested using an olympus test unit (diego elite) and there was no intermittent energy output observed. Based on the visual inspection of the shaver blade, there was a foreign material noted inside the blade at the distal end. The evaluation was unable to duplicate the reported device issue, as the shaver blade operates as designed.

Event description:
Olympus was informed that at the beginning of a therapeutic adenoidectomy case the device intermittently activated the rf output without the end-user pressing the blue button to activate the rf cauterization. The reporter indicated that the bleeding could have been severe but the surgeon removed the blade out of the patient to avoid a potential harm. The case was delayed while another blade was located to complete the procedure. The blade was reported to have been inspected prior to the case but with no abnormalities noted. There was no patient injury was reported.